Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that unspecified error message occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of an unspecified error message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information. H6: additional information.

Event description:
It was reported that unspecified error message occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. Product was provided for investigation. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. However, data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of an unspecified error message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.